Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive change over time. In a separate surgery the lens was exchanged with a toric model and the problem was resolved. The cause of the event was reported as a patient related factor.

Manufacturer narrative:
H6 - investigation type code: 4110 - lens work order search-no similar complaint event(s) within associated lots were found. H11 - manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).